Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06may2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Unit failed initial (extended self-test) est error code 3122 with the customer patient circuit. While using the test circuit, unit passed est. The manufacturer¿s field service engineer (fse) replaced disposable patient circuit to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported unit failed pressure relief valve test. The device was not in use at the time of the reported event; therefore, there was no patient involvement.